Event description:
It was reported by the healthcare provider that the hospital system had exposed wires near wand. Pending additional information on replacement of unit.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.